Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. There was no excessive no delivery alarm, no moisture damage on the electronics assembly and no insulin smell on the device. The insulin pump had a cracked display window corner and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and no delivery alarm on the insulin pump. Customer's blood glucose level was 477 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced frequent urination, thirst and sick to their stomach. Customer treated their high blood glucose via insulin pump. Troubleshooting for no delivery alarm was performed. Customer advised the alarm was resolved by a complete set change. Customer declined to return the infusion set and reservoir for analysis. Customer advised they smelled insulin and realized the insulin pump had a crack. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.